Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative was contacted who was experiencing establishing telemetry. The physician selected 'scan for device'. The device was found and the name identified on the programmer was selected. Updates of the device is started but does not complete. This happened to the physician multiple times. The local representative verified that the programmer wand was positioned over the device and that the wand cord was not draped over any metal that would interfere with telemetry. The technical services consultant discussed performing a 60/60 magnet reset. The local representative was planning to contact the physician again. Boston scientific received information that the physician was able to establish telemetry after multiple attempts.